Event description:
The manufacturer received information alleging that evt_out_press_railed_high and evt_mon_press_railed_high errors occurred on a trilogy evo o2 device. No harm, injury, or adverse patient impact was reported. The device was not in patient use at the time of the event. The device was returned to a third-party service center for evaluation. During review of the device event log, an evt_press_sensors_failure error was identified, indicating failure of both the outlet pressure sensor and monitor pressure sensor. To address the issue, the system printed circuit assembly (pca) was replaced. During service, the device was also identified as due for its scheduled four-year maintenance. The device software was upgraded to version 1.06.15.00. Following repair and maintenance activities, the device underwent bench testing, during which no alarms were observed. Internal and external inspections identified no cosmetic damage. Functional testing was performed and all test results met specifications. Based on the evaluation, the reported issue was associated with a pressure sensor failure condition recorded in the device event log. Following replacement of the system pca, software upgrade, and completion of service activities, the device operated as intended and passed all required testing.

Manufacturer narrative:
The reported failure of both the outlet and monitor pressure sensor failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.